Event description:
On (B)(6) 2009, patient reported she removed the insulin cartridge in her infusion device but the plunger remained stuck on the piston rod. Patient reported approximately 40 units of insulin spilled inside the cartridge chamber at the time. Advised patient on how to remove cartridge/plunger. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation. Patient is on backup infusion device.